Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer's mother stated that they received multiple button errors on the pump. The mother stated that she tried to replace the battery to resolve the issue. The mother stated that replacing the battery did not resolve the issue. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.